Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction. Furthermore, the physician does not attribute the patient's death to the penumbra devices. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-00673, 3005168196-2016-00674. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64), a penumbra system 3max reperfusion catheter (3max) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician struggled multiple times to track the ace 64 up to the carotid terminus due to severe proximal tortuosity; therefore, the neuron max was only able to be placed very proximal. The physician then attempted to advance the velocity delivery microcatheter (velocity) through the ace 64 but had difficulty. The velocity was removed and a 3max was inserted through the ace 64. The physician struggled more trying to get up to the target vessel and the neuron max kept herniating due to two 360 degree loops that were just distal to where the physician could place it. After multiple failed attempts, the physician removed the neuron max, placed another manufacturer's sheath into the patient and was then able to advance the neuron max through the sheath. During one of the final passes, the physician experienced resistance and decided to take a picture of the target vessel, which revealed that the patient had a lot of extravasation. At this point, the physician decided that there was no more that could be done. Therefore, the procedure was aborted. There were no reported malfunctions with the penumbra devices. The patient had extremely tortuous vessels and presented with a (B)(6) score of (B)(6). A day after the procedure, on (B)(6) 2016, the patient expired due to a carotid cavernous fistula rupture. The physician does not attribute the patient's death to the penumbra devices.